Manufacturer narrative:
(B)(4). A field service engineer will be evaluating the device onsite. Upon completion of the evaluation a follow up medwatch will be submitted.

Event description:
A customer contacted (B)(4) technicial services (cts) to report an issue with one tina hemodialysis machine. The customer reported that the device had a fluid leak at the back of the unit two hours into the dialysis treatment. The baxter field service representative arranged to go onsite to repair the device. There was no report of patient injury or medical intervention at this time.